Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post-laminectomy pain. It was reported that the patient was in the hospital since march 8th for walking issues/pain. The caller said that according to a manufacturer representative (rep) the implant battery had died and the patient programmer had no battery level on it. The caller was with the rep the day prior to the call and thought the programmer batteries were replaced. The implant was working two days prior to the call and the patient felt stimulation and charged the battery recently. The caller thought that stimulation was increased and wondered if the implant was dead due to increased settings. The caller called back for additional troubleshooting. The programmer showed poor communication. The patient was able to get coupling and was able to recharge. The ins icon was almost all white except for one line. The patient was able to feel stimulation. No further complications were reported.